Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set became loose and separated from the luer lock at the ¿needle end¿. This occurred during patient drip infusion of saline. There was no patient injury or medical intervention associated with this event. No additional information is available.